Manufacturer narrative:
Product analysis: analysis of the service logs determined that the patient connector lost bluetooth connection. Device was returned for physical analysis. Analysis was able to confirm the customer comment that the patient connector was found to have no charge. Analysis determined that the battery was defective final disposition of this unit will be maintained by the contract manufacturer. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient connector was found to have no charge. Attempts to charge the patient connector by connecting it directly to a power outlet and by placing it on the mobile programmer base were unsuccessful. It was noted that the orange indicator light repeatedly cycled on and off, and the patient connector could not establish a connection with the mobile programmer application. Troubleshooting steps were taken to include attempting a patient connector update upon connection; however, charging could not be completed, resulting in interruption of the update and failure to complete the process. There was no patient involvement. (B)(6) 2026: analysis of the service logs determined that the patient connector lost bluetooth connection.